Event description:
Customer reported device = 108 mg/dl. Paramedics were called and their device = 51 mg/dl. Customer was transported to the e.r. (ER). Customer was given an IV. Customer remained in the hosp for a few hours and was then released. Control info was not provided. A request was made for return product and replacement product was sent.